Event description:
It was reported that during attempted insertion of the iab through a sheath, difficulty was encountered and the sheath and iab was removed. Asecond sheath and iab were successfully placed without any complications.